Event description:
Overdelivery reported. The pump was set to infuse morphine 1 mg/ml, pca dose of 1 mg, pt lockout of 10 minutes and a 4 hr limit of 28mg. A new 30 ml vial was started at 2 am. The vial was noted to be empty approximately 3 hrs later. The expected time period to an empty vial at the reported settings was 4 hrs. The pt had no symptoms of sedation, no adverse effects were observed. The pca pump was switched out and morphine therapy was continued. No additional info is available.

Manufacturer narrative:
Testing and investigation did not confirm the reported complaint. The device passed performance verification testing and short and long term delivery accuracy tests. No self delivery was noted. The device history shows 50 occurrences of error 1a (malfunction line went low and could not return to normal) which indicates a possible cpu/display pwa failure. The red battery wire was observed to be pinched against the motor housing, and the patient pendant cable was missing. The possible cpu/display pwa failure, missing patient pendant and pinched wire were not related to the reported event. The frequency of death or serious injury reports for code (overdelivery) for lifecare pca products is <1.99/million sets.